Manufacturer narrative:
This supplemental report is being submitted to additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The cause of the reported phenomenon was a failure of the electrical circuit inside the lcd panel, which prevented the electrical circuit from operating properly. The exact cause of the failure of the electrical circuit could not be conclusively determined. However, the reported phenomenon is considered to be an accidental failure because it is the first failure.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; - the phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the 2/3 of the image of the subject device was not displayed. There was no report of patient injury associated with the event.